Event description:
The customer reported a display issue with a failure to power up. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a display issue with a failure to power up. There was no report of pt involvement. Philips evaluated the device. Philips confirmed the malfunction. The reported symptom was resolved by replacing the processor pca. The unit passed all post-servicing testing and was shipped back to the customer site.